Manufacturer narrative:
Patient weight not made available from the site. Returned requested. Replacement umbilical cable shipped to site (B)(4) 2014. It was determined the umbilical cable was not the cause of the reported issue. Return requested. Replacement mobile viewing system (mvs) power board, paxscan (cp2) pleora and paxscan shipped to site (B)(4) 2014. These parts have not been received by manufacturer for analysis. A medtronic representative performed an imaging system check-out, all areas passed. The umbilical cable was exchanged and performed 2d shots without issue. System performed as intended. A medtronic representative performed an imaging system check-out, all areas passed. Found the first optical cable was damaged. Using second optical cable inside the o-arm resolved that issue. System performed as intended. A medtronic representative performed an imaging system check-out, all areas passed. Replaced the mobile viewing system (mvs) power board, paxscan (cp2) pleora and paxscan. System performed as intended. A medtronic representative, following-up at the site, reported mvs power board, pleora and paxscan replacement resolved the issue.

Manufacturer narrative:
Several components of the imaging system were returned to the manufacturer for analysis. The umbilical cable, pleora box, mobile view station (mvs) power board, and central processor components were found to be fully functional with no problem found when connected to a test imaging system. The reported event could not be duplicated during testing of these components by medtronic personnel.the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, using an o-arm 1000 imaging system, and everything was working as expected, including 3d scans, until attempting to make a 2d scan and there was no response. A re-boot of the imaging system restored function and the 2d scan was successful. Later in the procedure, the issue reoccurred; trouble-shooting did not resolve the issue. The surgeon opted to discontinue the use of the o-arm and continued with the use of a c-arm. There was no impact on patient outcome.